Event description:
Brush heads keep falling off - oral-b [device breakage]. Brush heads [...] Don't hold properly - oral-b [device connection issue]. Case narrative: consumer via e-mail reported that the oral-b toothbrush heads fell off while they were brushing their teeth and they did not hold properly. No injury was reported. 29-nov-2024 case updated from information initially learned on 27-nov-2024 via image: the suspect product was oral-b power oral care refills crossaction eb50. The suspect product lot was 470413200. The concomitant product was oral-b rechargeable toothbrush handle 3765 genius. The concomitant product lot was bc708202034. No injury was reported. 27-nov-2024 follow-up via e-mail: the consumer was an adult. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads keep falling off - oral-b [device breakage]. Brush heads don't hold properly - oral-b [device connection issue]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via e-mail reported that the oral-b toothbrush heads fell off while they were brushing their teeth and they did not hold properly. No injury was reported. On 29-nov-2024: case updated from information initially learned on 27-nov-2024 via image: the suspect product was oral-b power oral care refills crossaction eb50. The suspect product lot was 470413200. The concomitant product was oral-b rechargeable toothbrush handle 3765 genius. The concomitant product lot was bc708202034. No injury was reported. On 27-nov-2024: follow-up via e-mail: the consumer was an adult. No injury was reported. On 21-jan-2025: product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
On 21-jan-2025: product investigation results: product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.